Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: 03.632.036; synthes lot: h452192; supplier lot: n/a; release to warehouse date: june 20, 2018; expiration date: n/a; supplier: (B)(4). During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Visual inspection: the holding sleeve-long for matrix was received showing the most distal thread broken and peeling from the rest of the threads. The device failure/defect of broken tip/threads was identified during the investigation and is related to the reported complaint condition. Dimensional inspection: drawing: inner sleeve retaining sleeve, matrix feature: threaded distal tip major diameter, distal tip inner cannulation diameter result: both dimensions are conforming document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. Retaining sleeve matrix. Inner sleeve retaining sleeve, matrix. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the holding sleeve-long for matrix as the most distal thread was broken and peeling from the rest of the threads. While no definitive root cause could be determined, it is possible that the device encountered unintended/excessive forces/torque during device use by the operator in surgery. During this investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the surgeon performed a spinal fusion on l3-l5 with bilateral screws and rods. During the surgery, the tip of the matrix sleeve began to peel off when the surgeon placed the first screw. The screw was inserted correctly and the sleeve was removed from the sterile field and substituted with another. However, the same thing happened on the next two (2) screws with the two (2) other matrix sleeves. Fragments were generated and were easily removed without additional intervention. The rest of the procedure was completed successfully with no issues or delay using the fourth sleeve on hand. No patient consequences were reported. Concomitant devices: screws (part: unknown, lot: unknown, quantity: 3), rod (part: unknown, lot: unknown, quantity: unknown). This report is for a holding sleeve-long for matrix. This is report 3 of 3 for (B)(4).